Manufacturer narrative:
On 08/04/2016 the field service engineer (fse) found bent tubing in the 30 psi supply line to the rinse block. This caused incomplete rinse block travel and the leak. The fse adjusted the tubing and travel stops to fix the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained bloody leak from the coulter lh500 hematology analyzer while running samples in manual mode. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.